Event description:
The technician reported the foot brake casters were not holding. The bed was located in the hill-rom service center. There was no patient/injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the foot end brake casters were not holding during a between patient inspection. This is most likely caused by normal wear and tear. The technician replaced the foot end brake casters to resolve the issue. Based on this information, no further action is required.